Event description:
Issue is with a braun eva mixing container 3000 ml size. The inner seal is damaged on the port that the patient would spike with infusion tubing. The compounded product in the container leaks beyond the seal, down to the tab that the patient would remove to spike the bag with the tubing. The patient did not receive this product. It was caught in our pharmacy during compounding. This has been an intermittent on-going issue. It happens once every 2-3 months with 1-2 bags. We have informed the MFR in the past.